Manufacturer narrative:
Film evaluation summary: the exact cause of the type iii fabric endoleak occurring during ballooning within the left limb could not be determined from the pr e-implant films provided. Films during implant were not provided and the reported event could not be assessed. Post-implant films were also not available for review. A returned pre-implant 3d-CT film report revealed that the distal aortic diameter was small, measuring 17 x 21mm with scattered calcification present. The left common iliac artery was confirmed to be moderately calcified and tortuous, especially near the origin of the lcia, and there was a 90 deg lateral bend at its mid-length. The diameter of the lcia ranged from 12 ¿ 9.5 ¿ 11 mm along the 56mm length. It is possible that ballooning within the calcified distal aorta and calcified <(><<)>(><(>&<)><(><<)>)> tortuous left common iliac artery may have caused the fabric tear and resulting type iii fabric endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 4.9 cm diameter abdominal aortic aneurysm. Vessel morphology was reported as severely calcified in the left iliac limb. It was reported that the after successful deployment of a endurant stent graft system the physician elected to model the stent graft via kissing balloon technique with two 12mmx4cm balloons for post dilatation of the limbs. There was an area of the left proximal common iliac that had significant calcification. This segment was dilated successfully with the 12mmx4cm balloon. However, the completion angiogram demonstrated a type iiib, fabric endoleak from the mid left iliac limb. The physician elected to implant another endurant stent graft 16x13x93mm (sn#(B)(4)). This was performed without incident and another completion angiogram was performed demonstrating no endoleak. Per the physician, the cause of the event was related to the patient¿s anatomy; the focal area of calcium in the native vessel caused the type iii fabric, endoleak during the post dilation. No additional clinical sequelae were reported and the patient is fine.